Event description:
It was reported that during implant procedure due to the severe cardiac fibrosis of the patient, the pacing leads were suspended and twisted several times, but the thresholds were all high, resulting in damage to the tip of the lead. Both pacing leads were attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.